Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: distal end, light guide bundle, and light guide chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end, light guide bundle, and light guide chipped was due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had error e104. There was no report of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid video scope had error e104. There was no report of patient harm.